Manufacturer narrative:
The following reference should not have been in the initial 30 day report. Please disregard "device 2 of 2. Reference MFR report #1627487-2017-00017." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further information revealed the superficial infection was at the lead site. The patient was treated with oral antibiotics. The infection has resolved.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-00017. It was reported the patient's system was explanted due to infection.